Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was having issues with the universal surgical manipulator 1 (usm1). The customer confirmed that they disabled the usm1 due to repeated recoverable faults. The technical service engineer reviewed the system logs and confirmed an error 32097. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 31226). The usm was also tested on a patient fixture test platform (pftp) and fiber test failed (rolling loop due to low reading). Once testing was completed, the fiber was aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the rolling loop assy was found to the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.